Manufacturer narrative:
Date of event - exact date of event was not provided so an estimated date was entered.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump is flat and the cylinders won't inflate either. No intervention has been performed.